Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent anterior repair and partial removal surgery on (B)(6) 2014. It was reported that the patient underwent removal surgery of both products on (B)(6) 2019. It was reported that she experienced pain in her abdomen, legs and back, painful intercourse, urge incontinence, frequency and nocturia. The patient had a previous mesh implanted on (B)(6)2012 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.